Event description:
Received info stating customer had multiple unexpected pump shutdowns. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The product has been received for evaluation; however, evaluation is not yet completed. A follow-up MDR will be submitted.